Event description:
The pt stated that his infusion device has shut down on him 4 times due to the power pack. He stated he tries to change the power pack every 2 weeks, but he was not able to provide information on how long the power packs had been in use on any of the 4 occasions. He was able to insert a new power pack on each incident and his infusion device operated properly. The pt stated that he bolused to reduce his elevated blood glucose. He stated that his blood glucose was elevated on all 4 occasions. He stated his blood glucose elevated to as high as 450 mg/dl. His normal range is 120-180 mg/dl. He stated that when his blood glucose is high, he urinates frequently. The patient was educated on the importance of changing the power pack every 2 weeks. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.